Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead exhibited noise, oversensing, and inappropriate atr episodes on the ra channel. No plans for revision were mentioned. Should additional information become available, this file will be updated.